Event description:
It was further reported that alcolhol was used and instilled into the flexima catheter.

Manufacturer narrative:
Describe event or problem: updated.(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drainage treatment procedure the catheter was split. The 6fr flexima drain was into a cyst and during the procedure the drain split down the side of the catheter along the length of it. Location of the cyst is unknown. There was debris, which was pieces of the flexima material that was found. The physician used a snare to retrieve all pieces successfully. The procedure was completed with a 8fr flexima catheter. No additional procedures were required. No patient complications were reported and the patient's status is fine.